Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) display is damaged. There is no patient involvement reported.

Manufacturer narrative:
Additional information - e1 (event site telephone - (B)(4)) during pm, the getinge field service engineer (fse) found a horizontal blue line on the top display. The display was replaced and is now working according to manufacturer specifications. The unit passed all tests and calibrations. The iabp was released for clinical use.

Event description:
N/a